Manufacturer narrative:
Additional device code that also apply to this complaint: (B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right external iliac artery using an indigo aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the peel-away introducer sheath was used to introduce the cat6 to the sheath; however, resistance was encountered while the cat6 was passing through the tuohy and the distal tip of the cat6 would not advance more than ten centimeters into the sheath. Upon removal, the physician noticed the cat6 was kinked and nearly broken near the distal shaft. Therefore, the cat6 was no longer used in the procedure. The procedure was completed using another cat6 and a new tuohy with the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat6 confirmed that the catheter was kinked. Further evaluation revealed that the distal shaft was ovalized and stretched. If the cat6 is forcefully manipulated against resistance during use, damages such as these may occur. The root cause of resistance could not be determined. During the functional test, the cat6 was unable to be advanced through a demonstration rhv due to the distal shaft ovalization. Further evaluation revealed additional kink along the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.